Event description:
Related manufacturer reference number: 1627487-2022-03460. It was reported the patient experienced ineffective therapy with their drg system. Diagnostic imaging confirmed the leads migrated. In turn, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient declined to revise the migrated leads. As a result, the system was explanted on (B)(6) 2022 to address the issue.